Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for malignant pain. It was reported that the lead had a revision because the patient was told that the leads had flipped and slipped. There was no trauma, falls, or activity related to the issue. The only exercise that the patient really did was walking. The issue was noted to have occurred about 3-4 weeks after implant, confirmed as (B)(6) 2017. The patient also indicated that he had a battery replacement done because he had to charge the battery every other night. The revision occurred on (B)(6) 2017, and the replacement corrected the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported their weight at the time of the event and they did not know if the device would be returned. No further complications are anticipated.